Event description:
My name is (B)(6), and I am submitting a formal complaint regarding a serious injury my son, (B)(6), sustained after using an equate brand antibacterial bandage purchased from walmart. On (B)(6) 2026, (B)(6) had a small cut on his face. I cleaned the area with water and applied the antibacterial bandage. Shortly after application, he experienced increasing sensitivity and discomfort, which we initially believed was related to the injury itself. Upon removing the bandage, we observed a severe skin reaction in the exact shape and size of the bandage pad. The affected area was significantly irritated and presented as a burn rather than a typical skin reaction. We sought medical evaluation from both his primary care physician and a dermatologist. Both independently confirmed that the injury is consistent with a chemical burn and not an allergic reaction. As of today, (B)(6) is still recovering from this injury. Given that the burn is on his face, this has been particularly distressing and raises serious concerns about potential long-term effects. After researching this product, I found multiple reports from other consumers describing similar burn injuries. Additionally, the active ingredient listed--benzalkonium chloride (0.8%) appears to be significantly higher than the concentration commonly used in comparable products, which further raises safety concerns. This situation is unacceptable and poses a potential risk to other consumers, especially children. I am requesting the following: a formal investigation into this product and its safety. Written documentation of your findings and actions taken. Information on how to file a claim for this injury. Details on whether this issue has been reported or escalated to regulatory authorities please treat this matter with urgency. I expect a prompt response outlining next steps and how this issue will be addressed. If necessary, I am prepared to escalate this matter to the appropriate consumer safety and regulatory agencies. Sincerely, (B)(6).